Event description:
It was reported that the device broke during the surgery.

Manufacturer narrative:
This report will be amended, when our investigation is complete.

Manufacturer narrative:
The articular surface was not returned for review and no pictures provided. The lot number is not known, therefore the device history records could not be reviewed. The part is used for treatment. Complaint history could not be reviewed as no lot number provided. Based on the very limited information provided, a definitive root cause cannot be determined.